Manufacturer narrative:
A partial lead with the connector portions were returned in three pieces measuring 6.0, 6.4, and 6.3 cm returned for analysis. The portions of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is chronic congestive heart failure, arterial heart disease, aortic valve disorder, atrial fibrillation, and pulmonary fibrosis.